Event description:
It was reported that during final tightening of a xia 3 blocker, the tip of the torque wrench broke off into the blocker.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of the hex tip breakage of a xia 3 titanium audible torque wrench was confirmed via a visual evaluation. A material analysis was performed on the device and was reported that ¿the torsion shaft broke through bending overload with a mixed mode (ductile + brittle) during tightening. The base material of the torque wrench tip was determined to be fe-cr alloy, not consistent with the custom 455 stainless steel alloy as noted in the drawings.¿ conclusion: the root cause of the fracture is likely the manufacturing of the product since the material that was used in manufacturing was not the material specified on the drawings. The difference in material affects the performance of the instrument, in this case, its ability to handle the normal operating stresses experienced.

Event description:
It was reported that during final tightening of a xia 3 blocker, the tip of the torque wrench broke off into the blocker.